Manufacturer narrative:
The complete initial reporter facility name is (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during placement the foley catheter balloon was tore without any external factors and got ruptured.

Event description:
It was reported that, during placement the foley catheter was tore without any external factors and got ruptured, separated. Per additional information received via ibc on 23jul2025 stated that the date of occurrence was (B)(6) 2025, 9th day since custody.

Manufacturer narrative:
The complete initial reporter facility name is (B)(6). The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. Based on the evaluation, it was observed that the catheter was broken at the shaft, resulting in it splitting into two separate pieces. The cross-sectional cut of the catheter surface at the break appeared normal, with clear cut and jagged tearing at the end of tear consistent with catheter breakage. The characteristics of the tearing suggest that the shaft may have been subjected to pressure exerted against the bladder and/or urethra (eg., user movement, tight clothing, catheter positioning, cut using sharp object), which could have contributed to the catheter's breakage. Hence, the exact cause of how and when problem occurred could not determine. A potential root cause for this failure mode could be, user (patient) medicated, delirious, confused, or reckless. A review of the device labeling has been conducted for investigation purposed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: b, d, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.